Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 306-307 mg/dl and ketones resulting in a hospitalization. Customer received insulin via a drip during the hospitalization. The customer was released one day later with the issue resolved and no permanent damage. Reportedly, the event was a result of not having a continuous glucose monitoring (cgm) on the pump resulting in the pump not being able to adjust insulin deliveries when the customer's bg levels were increased; the pump was functioning as intended.